Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the likely cause of the reported event of decreased bcva is related to the lens optic.

Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the pt's left eye. Postoperatively, the pt's distance bcva decreased to 20/60- (pinhole shows 20/50-2), compared with 20/40 preoperatively. Preoperative mrse was -7.25 + 1.50; postoperative mrse improved to +0.75 sphere. The pt was referred to a retinal specialist and the retinal exams and orbscans were normal. The retinal specialist determined the pt's vision as 20/40 using the retinal acuity meter, which was identical to peroperative findings. Wavefront scanning reveals a central higher order aberration.